Event description:
Information was received indicating that during testing, a smiths medical level 1 hotline low flow system was leaking from the reservoir. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The tank cover was cracked, there was wear and tear on the enclosure, block assembly, front cover and line cord. During the evaluation of the device, the reported issue was confirmed. The reservoir was leaking from cracks in the tank cover. The customer overtightened the screws in the tank cover leading to fractures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.